Event description:
It was reported that patient loss therapeutic effect and the issue had been going on for about 3 months. It was indicated patient got very sick and was still going on right now as of the date of the call. It was indicated that when the hurting was getting so bad she went to the hospital and all what her health care provider was doing was to turn stimulator or setting up. The patient was not getting symptom relief, she was staying nauseated and with pain. The patient reported "there was something not right". The patient wanted answers to why she was hurting all the time around the pacer, nauseated all the time and where was the pain coming from. It was noted on the x-ray that a piece of wire was broken in there and this happened several months back, unsure of the exact time. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial #: (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 435135, serial #: (B)(6) 2006, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(4) 2006, product type: lead. Product ID: 435135, serial #: (B)(4), implanted: (B)(6) 2006, product type: lead. (B)(4).